Manufacturer narrative:
Device evaluated by MFR.: unit returned with its original pouch, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The device was received and the polymer jacket was detached from the distal tip and the distal section was kinked. No other issues were noted in the device. Microscope inspection confirmed the polymer jacket was detached and the distal tip was kinked. The device was measured in three sections (distal - medium - proximal) along it in order to confirm that is within specification. The investigation findings did not lead to confirmation of the reported complaint.

Event description:
It was reported that tip detachment occurred. The target lesion was located in the tibial vessel. A 300cm straight tip v-14 control wire guidewire was advanced; however, during the procedure, the wire tip sheared off inside the patient's body and was not able to be removed. The procedure was completed. No patient complications were reported.

Event description:
It was reported that tip detachment occurred. The target lesion was located in the tibial vessel. A 300cm straight tip v-14 control wire guidewire was advanced; however, during the procedure, the wire tip sheared off inside the patient's body and was not able to be removed. The procedure was completed. No patient complications were reported.